Event description:
It was reported that during a routine device change out, the atrial lead exhibited intermittent loss of capture and high pacing thresholds due to dislodgement. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.